Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that the device switches itself off and has difficulty pumping. There was no harm for patient, operator or third party reported. No further information received. 19-may-2023 update dw further information were provided that the pump shut itself off prior to use on the patient. It was further reported that the pumping failure has occurred after the initial failure was noticed during a surgery.